Manufacturer narrative:
Additional information: the stent was not implanted in the proper location, but believed to remain in the patient's eye; therefore, the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event was due to operational context (intraop compromised visualization). MFR# reference: (B)(4).

Event description:
It was reported that during unsuccessful attempt to implant a trabecular micro bypass stent, the surgeon was unable to locate and remove the stent intraoperatively from the patient¿s eye. Per report, an iridodialysis (about 140 degrees) occurred during attempt to locate and remove the stent. Subsequently, the surgeon performed an intraoperative iridodialysis repair. Reportedly, intraopative compromised/obscured visualization contributed to the reported event. Through follow-up, the following additional information was provided. Postoperatively, the patient presented with elevated iop which was reported ¿stable about a week and the iridodialysis resolved¿. Any omitted information was not available/not provided at the time of this report.